Event description:
It was reported that due to fluid loss from reservoir and recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. The previous aus was implanted on 2010.